Event description:
It was reported that during an implant procedure, multiple attempts to position the atrial lead in the patient's atrium were unsuccessful. It was also reported that the lead dislodged multiple times and sensing was poor. The physician removed the lead and did not like the appearance of the helix. A different atrial lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.